Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. Two angiojet® zelantedvt¿ and one angiojet® solent¿ omni were selected for a thrombectomy procedure in the left common iliac vein. Priming process was initiated on the first zelantedvt; however water was collecting inside the bulb and it would not prime. Another zelantedvt was selected and priming was successful. Aspiration was initiated inside the body. However, midway through the procedure, aspiration stopped and a check the saline connection error message was displayed. A solent¿ omni was then selected for use; however the balloon portion of the device ripped and water sprayed everywhere inside the housing of the machine, therefore this device did not make it into the patient's body. The procedure was completed with an unspecified stent. There were no patient complications and the patient's condition was fine.